Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx coronary drug eluting stent was implanted in a patient. It was reported that the patient has a known nickel allergy. It was stated that since the stent was implanted, the patient has been to the emergency department on three separate occasions for anaphylaxis. It is unknown if the patient has a pacemaker.

Manufacturer narrative:
Correction: initial reporter details it was stated the patient visited two hospitals - (B)(6). If information is provided in the future, a supplemental report will be issued.